Event description:
This event was reported as leaflet disruption, calcification, insufficiency and "deterioration." No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification within each cusp which resulted in stenosis of the effective orifice area, multiple disruptions, including detachment of the right and left-coronary cusps, as well as incomplete coaptation. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Stent distortion was noted which appeared arficatual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.